Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which complications occurred in cases where the nrg transseptal needle was used among other devices for pulmonary vein isolation procedures. The other devices included sl0 sheath (st. Jude medical), 15f steerable sheath (flexcath advance, medtronic), sensitherm (abbott), inner lumen catheter (achieve, medtronic) and second generation cryoballoon (arctic frost advance, medtronic). Based on the limited information provided in the published paper, the reportable complications where nrg transseptal needle could not be ruled out as contributing factor include: cardiac tamponade in 8 patients, groin hemorrhage in 3 patients, stroke in 1 patient. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] kato, n., nitta, j., sato, a., inamura, y., takamiya, t., inaba, o., . . . Sasano, t. (2020). Characteristics of the nonpulmonary vein foci induced after second-generation cryoballoon ablation for paroxysmal atrial fibrillation. J cardiovasc electrophysiol, 31(1), 174-184. Doi:10.1111/jce.14314.